Event description:
It was reported that the programmer developed a "serious" programmer error while upgrading its software. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event. The programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of an error and also found that an electrocardiogram connector was loose and therefore the link electronic module printed circuit board was replaced and calibrated. Concomitant products: product ID 229047 software analyzer. (B)(4).